Manufacturer narrative:
Analysis: the actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Note: this report was initially filed on 02/11/2019. It was discovered on 06/06/2019, after discussions with cdrh emdr, that the report failed transmission due to use of an expired revision of esubmitter that had been installed. This MDR report was initially filed on time, however, it is being re-submitted to ensure confirmation of the submission.

Event description:
It was reported that during a treatment the patient was not feeling good so ultra-filtration (uf) was stopped. Further in treatment, the patient passed out. The nurse gave a saline bolus and then ended treatment (all within about a minute). The treatment was ended approximately 15 minutes early. The patient was discharged the following day. The tablo system did not return the patient's blood; however, the nurse disconnected the patient and discarded the blood manually. There were no adverse events following. The patient was in good condition and discharged the next day. Upon follow up with the hospital staff, they did not believe that dialysis was the cause of the event. There was no blood leak noted during the treatment and it had proceeded as normal until the patient passed out. This event occurred in the hospital. The patient was admitted earlier that week and was discharged the day after the event occurred.

Manufacturer narrative:
Analysis: the actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process.

Event description:
It was reported that during a treatment the patient was not feeling good so ultra-filtration (uf) was stopped. Further in treatment, the patient passed out. The nurse gave a saline bolus and then ended treatment (all within about a minute). The treatment was ended approximately 15 minutes early. The patient was discharged the following day. The tablo system did not return the patient's blood; however, the nurse disconnected the patient and discarded the blood manually. There were no adverse events following. The patient was in good condition and discharged the next day. Upon follow up with the hospital staff, they did not believe that dialysis was the cause of the event. There was no blood leak noted during the treatment and it had proceeded as normal until the patient passed out. This event occurred in the hospital. The patient was admitted earlier that week and was discharged the day after the event occurred.